Event description:
Patient being bagged in order to administer survanta. Unable to get stats up so uvc placed-dopamine started. Dr. And r.n. Checked oxygen blender numerous times, it was set at 100%. Blender checked and it was not delivering 02 a new blender was placed and delivering 100%. Fractured blender knob adjuster. Would not allow set screw to turn blender shaft and thereby adjust o2 concentrationdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.